Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were not able to complete rewind and prime process. The customer¿s blood glucose level was unknown. The customer stated that insulin pump stuck while rewind. The customer stated that they did not received second series of beeps nor did numbers appear on the screen. Troubleshooting was performed. The insulin pump will be returned for analysis.